Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation, creases and folding, wear abrasion. Cloudiness and bubbles identified following the autoclave cycle. Weight of the device was within specifications. The final assessment is that no issues were found in regard to the manufacturing process. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.